Event description:
Edwards received information that this bioprosthetic aortic heart valve exhibited paravalvular leak after an implant duration of six (6) years, two (2) months. As reported, the surgeon was able to rectify the issue and "save the valve" during a procedure. At this time, it is unknown what procedure was performed. The device remains implanted and no additional details were provided.

Manufacturer narrative:
Method: device remains implanted. Additional manufacturer narrative - paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. In this case, the device was not returned to edwards for analysis as it remains implanted in the patient. No additional details were provided about the procedure that was performed. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis. If further information becomes available, a follow-up report will be submitted.